Event description:
It was reported while using bd eclipse¿ needle the needle was defective. The following information was provided by the initial reporter: when the needle was pulled out from the needle cover, it was deformed and injured the nurse.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle the needle was defective. The following information was provided by the initial reporter: when the needle was pulled out from the needle cover, it was deformed and injured the nurse.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
When the needle was pulled out from the needle cover, it was deformed and injured the nurse.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle defect was confirmed upon inspection of the samples. Analysis of the samples showed that there was damage to the shield and cannula point. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. The cannula point damage could have happened at the shield loading station where the shield is loaded to the needle hub bonded with cannula as there was damaged done to the actual sample. This is caused by the misalignment of the shield manifold. The shield from the misalignment may have hit the needle tip as it is loaded onto the hub. There is an existing weekly preventive maintenance to check alignment of the shield manifold. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.